Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular tachycardia (vt). It was also reported that treatment was withheld for an episode classified as supra ventricular tachycardia (svt). It was noted that the delivered therapy did break both the atrial and ventricular arrhythmias. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: this adverse event was also reported via regulatory report# 3004209178-2019-22005 and 3004209178-2018-28106. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular tachycardia (vt). It was also reported that treatment was withheld for an episode classified as supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.